Manufacturer narrative:
Investigation summary ==> renal failure: the cause of the injury was not determined due to insufficient clinical details. Device history lot ==> device lot : 1956272 device history batch ==> sub-component lot: n/a device history review ==> the pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient developed renal failure and was started on continuous renal replacement therapy (crrt). Urinary output was 25 ml/hr. Heart rate was 146 bpm and blood pressure was 126/103 mmhg. The patient was successfully weaned and the impella explanted. Dobutamine infusion was maintained at 5 mcg/kg/min. The patient remains intubated and is receiving medical treatment for suspected alcohol withdrawal.